Event description:
(B)(6). Date of event: (B)(6) 2012. According to the information received, there was a report of a urine bag that had a blocked inlet. Four bags in one box had blocked inlets.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.